Event description:
Clinical study. Same pt as MDR 6000089-2006-01599, 6000089-2006-01631, 01632, and 01633. It was reported that 631 days post index procedure the pt experienced a stent thrombosis (st), a myocardial infarction (mi), and underwent a target vessel reintervention tvr of the saphenous vein graft to 1st obtuse marginal artery (1st om). The index procedure treated one target lesion for instent restenosis. Target lesion 1 was an ostial, 3.0 mm vessel diameter, 90% stenosed region of the 1st om. The lesion was 30.0 mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.00x32mm drug eluting stent without complication. Residual stenosis was 0% after deployment. The pt was discharged from the hospital 6 days post index procedure receiving asa and plavix. The site reported that the pt experienced a non q-wave mi, a st, and underwent a tvr 631 days post index procedure. The st and mi were resolved one day later after tvr plain old balloon angioplasty (poba) was performed on the target lesion. In the opinion of the physician there was a probable relationship between the taxus stent and the st. In the opinion of the physician there was a probable relationship between the taxus stent, the mi and the target vessel. In the opinion of the physician there was a probable relationship between the taxus stent and the tvr. The pt was discharged from the hospital 6 days post tvr.

Event description:
The correct MFR should start with 6000089 for devices manufactured in galway, ireland.